Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a concern the implantable cardioverter defibrillator (ICD) did not deliver therapy when needed and that the right ventricular (rv) shock impedance measurements were greater than 200 ohms. Boston scientific technical services (ts) was consulted to review the data. The ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that upon review of a stored episode, there was a concern the implantable cardioverter defibrillator (ICD) did not deliver a shock when needed and that the right ventricular (rv) shock impedance measurements were greater than 200 ohms. Boston scientific technical services (ts) was consulted to review the data. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the ICD and rv lead were explanted. A new lead was attempted to be implanted in the his, but the physician experienced difficulty implanting it. The lead was unable to be removed and was surgically abandoned. The patient was successfully implanted with a cardiac resynchronization therapy defibrillator (crt-d) and no additional adverse patient effects were reported. This report is being filed to correct the additional manufacturer narrative.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the additional manufacturer narrative as characters were inadvertently left in the text on the last report.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. <<visual examination of the device header and case noted no anomalies.>> <<dimensional analysis of the header was completed. Each port measured as expected.>> the device was then exposed to simulated heart load conditions, and the <<defibrillation,>> pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. <<analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.>>

Event description:
It was reported that upon review of a stored episode, there was a concern the implantable cardioverter defibrillator (ICD) did not deliver a shock when needed and that the right ventricular (rv) shock impedance measurements were greater than 200 ohms. Boston scientific technical services (ts) was consulted to review the data. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the ICD and rv lead were explanted. A new lead was attempted to be implanted in the his, but the physician experienced difficulty implanting it. The lead was unable to be removed and was surgically abandoned. The patient was successfully implanted with a cardiac resynchronization therapy defibrillator (crt-d) and no additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that upon review of a stored episode, there was a concern the implantable cardioverter defibrillator (ICD) did not deliver a shock when needed and that the right ventricular (rv) shock impedance measurements were greater than 200 ohms. Boston scientific technical services (ts) was consulted to review the data. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the ICD and rv lead were explanted. A new lead was attempted to be implanted in the his, but the physician experienced difficulty implanting it. The lead was unable to be removed and was surgically abandoned. The patient was successfully implanted with a cardiac resynchronization therapy defibrillator (crt-d) and no additional adverse patient effects were reported. Additional information was received that upon review of the information, ts noted the ICD did not deliver a shock due to redetection criteria not being met after the last delivered anti-tachycardia pacing (atp). Ts noted that this would be normal device behavior.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the additional manufacturer narrative as characters were inadvertently left in the text on the last report.

Event description:
It was reported that upon review of a stored episode, there was a concern the implantable cardioverter defibrillator (ICD) did not deliver a shock when needed and that the right ventricular (rv) shock impedance measurements were greater than 200 ohms. Boston scientific technical services (ts) was consulted to review the data. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the ICD and rv lead were explanted. A new lead was attempted to be implanted in the his, but the physician experienced difficulty implanting it. The lead was unable to be removed and was surgically abandoned. The patient was successfully implanted with a cardiac resynchronization therapy defibrillator (crt-d) and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.